Event description:
Pt reports shocking and interference with electronic badging, theft detectors and CT scans. The pt had undergone lead revision two weeks prior to the reported interactions. The pt has occipital lead placement. The pt reports the stimulator was on in all the instances of shocking. The impedences were checked and found to be normal at 1168 and 28 microamps. The pt was going to be seen to check impedences again, verify the system integrity, and check how the lead was coiled in the pocket. The pt has been re-educated on turning the device down to 0 volts and off when going through theft detectors. A follow up report will be sent when additional information is received.